Event description:
The reporter stated the surgeon removed a 13.2mm micl13.2 implantable collamer lens from the vial and was preparing to load the lens. Before he placed the lens into the cartridge, he noted a small tear on the lens. The lens was not loaded or used and there was no patient contact. The backup lens was implanted. The reporter stated it was unknown when the lens was torn, if the surgeon tore the lens removing it from the vial or if the lens was received torn.

Manufacturer narrative:
Evaluation: method - device history record review. Results - a review of the device history record was performed and nothing was found in the manufacturing, sterilization and packaging processes of this lens that was the root cause of the complaint. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4):method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4): lens not returned.